Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for non-malignant pain therapy. It was reported the rep met with the patient for a check up and interrogated the battery and it shows ok. However, when they went to the programming there is nothing there. Lead configuration was showing as 1x8. The rep called technical support for a longevity calculation. Technical support did not know why this occurred, and that the rep will need to program the device and get a therapy impedance to run a longevity calculation. No patient symptoms were reported. Additional information was received from the manufacturing representative on (B)(6) 2018, reporting that the cause of the issue was unknown, however they were able to reprogram the device and the patient was doing well. No further complications were reported/anticipated.